Event description:
Caller reporting patient self tester received two error messages on inratio. On their third attempt, they received a value of 1.3. Lab result two hours later was 3.4. Patient's therapeutic range is 1.8-2.5.

Manufacturer narrative:
Investigation pending.